Event description:
It was reported that the hatch is not working. There was unknown patient involvement. Device evaluation found the downstream occlusion seal to be loose.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found noted a loose downstream occlusion seal. Functional testing revealed error code 41786. The dso seal was replaced, and the printed wire assembly was replaced to address the error code. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.